Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic right hemicolectomy, during the first firing, there was an error displayed in the handle when it was removed from the charger. The shell and adapter was attached, however the error remained on the display. The error also remained when the handle was put back in the charger. Another device was used to complete the case. There was no patient injury.